Event description:
It was reported that while actively monitoring a patient, the m300 appeared to discharge the patient with no user intervention. The associated ics reportedly displayed a 'bed disconnected' message. There was no patient injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.